Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was reported the patient will be administered unspecified antibiotics for the event, no further information was reported. The cause, hospitalization, patient outcome and action taken with pd therapy were not reported. Due diligence was performed with the customer and no additional information was able to be obtained at this time.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.